Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of a mid:09 (air trap assembly) error message was confirmed based on the evaluation of the thermogard console [sn (B)(4)] performed by the distributor at the customer's site and the review of the console event log performed by the zoll service technician. The distributor was able to resolve the problem by cleaning the air tarp block. Therefore, service was not required to be performed by zoll.

Event description:
During device check, the customer reported that the thermogard console [sn (B)(4)] displyed mid:09 (air trap assembly) error message during power-on self test. No patient involvement.